Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard bc shielded IV catheter had leakage. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had leakage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: a complaint history check was performed and this is the 6th related complaint reported with the defect/condition of leakage with lot #: 8036866 regarding item #: 381023. Related complaints: 495341, 478146, 473822, 468098, 458437, 442608. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. A DHR review was performed on lot number: 8036866. The lot number was built/packaged on afa line 12, from february 5, 2018 thru february 11, 2018. Review of the DHR revealed all required challenges samples and set-up and in- process testing was performed per specification in accordance with the quality sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Received one used catheter/adapter assembly, needle cover with an opened package from catalog number: 381023, lot number: 8036866. Visual/microscopic examination: there was damage to the inner rim/inside the end of the adapter (luer). Water/air leak test: a lab. The water/air leak test was performed. No leakage was observed in any area of the used catheter/adapter. The photo provided displayed the same findings as that of the returned unit. Although the defect of leakage was not confirmed; the damage to the inner rim of the adapter could result in an open path where air could be introduced, or leakage could occur in the clinical setting. Conclusion(s): there were known alignment issues with line 12, zone 5 during this period of time although no damage to the adapter was detected. The damage observed could occur within zones 5 when the equipment is lowered inside of the adapter inadvertently damaged the interior due to the incorrect alignment. Misalignments of the adapter relative to the equipment may cause this damage. Alignments are performed when they are determined to be necessary during set up or production. A formal corrective action, CAPA 199226, had been initiated to investigate this type of incident and identity the root cause.